Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an eos. The device was off/disabled and was no longer providing therapy. The caller reported the nursing staff started charging low on (B)(6) 2018. The caller can tell when the ins isn't functioning or on because of the patient's return of symptoms. The caller was concerned about travel for an ins swap. This was noted as a sudden change of symptoms. The caller called back and reviewed eos again. While on the call, the caller was handed a note that stated they were seeing an eri, not eos and this began (B)(6) 2018. Currently, they were seeing poor communication. No further complications were reported as a result of this event.